Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed and was restarted. A field service engineer (fse) accessed the windows settings and ensured the network adapter settings were configured to 100 mbps half duplex, identifying that one adapter was not set correctly. The fse replaced the ethernet cable from the pyxis device to the wall due to physical damage and reseated the ethernet connections under the top cover. Following these actions, the device synchronized successfully, and no further issues were observed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis failed five times that day and was restarted; during the latest occurrence, an error message indicated a possible hardware or network issue, and although functionality was restored after restart. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.